Manufacturer narrative:
This supplemental report was created to update b5, d6b: explant date, h6: patient codes with wound dehiscence and impact codes: device explantation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to fluid discharge at the incision site. Reportedly, the physician suspected stitch abscess. A pocket revision was performed with washout and cultures. There were no additional adverse patient effects reported. This rv lead remains in service. Additional information indicated that the system was already explanted due to pocket discharge and dehiscence. This lead will not be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to fluid discharge at the incision site. Reportedly, the physician suspected stitch abscess. A pocket revision was performed with washout and cultures. There were no additional adverse patient effects reported. This rv lead remains in service.